Event description:
The complainant alleged that while monitoring a patient (age and gender unknown), the device intermittently would display a flat ECG trace with no error messages. The complainant was able to obtain another device to treat the patient. The complainant also indicated that there was no adverse effect to the pt as a result of the reported malfunction.